Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tips of a coupler forceps are damaged/bent. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h4: the lot was manufactured between july 15, 2024 ¿ july 17, 2024. H11: the device was received for evaluation. A visual inspection was performed, and misalignment and bent tips when closed together was observed. The returned coupler forceps tips were brought together to mimic the motion that would be utilized in a surgical process. This visual investigation showed that the returned forceps could not simulate the intended use. The forceps did not function as intended as the two halves of the forceps did not perfectly match. The reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. The device malfunction was assessed as unlikely to cause or contribute to serious injury as it is likely to be detected during inspection and prior to use. Furthermore it is likely that the device is rendered unusable. Should additional relevant information become available, a supplemental report will be submitted.